Event description:
It was reported that the flushing pump head is no longer working. The issue was discovered during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, b5, b6, d8, h3, h4. The device was evaluated by olympus field service and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the flushing pump head is no longer working. The issue was discovered during preparation before use inspection. There were no reports of patient harm.